Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal device check, inappropriate auto mode switching episodes due to retrograde events falling into post ventricular atrial refractory period (pvarp) were observed. Patient has no history of af. Programming changes were recommended.